Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient called to report that their unit was unable to connect to send readings and began to spark when it was plugged in and unplugged. Troubleshooting included checking wifi connection, unit is connected on welcome screen but disconnected on connection screen. Unable to configure wifi. Patient stated her unit has been sparking. Asked patient how often unit is sparking, they stated the unit sparks every time they plug and unplug the unit. The cause of the problem was determined to be unit is sparking. A replacement unit was ordered to resolve the issue.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. (B)(4) i3 unit was returned of analysis. The unit was able to boot up multiple times without any sparking. The unit passed portions of network and time check tests in the diagnostic test. The complaint of ¿unit is sparking¿ could not be reproduced during any portion of the analysis. A review of the DHR was performed for batch #7665706 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed. There was no non-conformance related to the incidental finding. Based on the information received and the investigation performed, the cause of the reported event remains unknown.